Manufacturer narrative:
Philips has investigated this complaint. A philips field service engineer (fse) went onsite and confirmed that the system would not turn on and the system live monitor has no display. Upon troubleshooting, it was found that the host pc did not start up and the power module of host pc was damaged. The defective host pc was replaced and returned to philips for further analysis. The analysis confirmed the malfunction of the power supply module which was unable to power up properly. Following the replacement of the host pc, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Manufacturer narrative:
The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Event description:
It was reported to philips that the system failed to power on. The device was not in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.